Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery performance) has been confirmed. As received, the battery remaining capacity was low. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery had a performance issue.